Event description:
On (B)(6) 2013 the ssu at maquet sas in (B)(6) reported that the rotaflow pump module serial number (B)(4) stopped pumping after 2 days in use. The rotaflow drive (rfd) was overheated but there was no alarm/error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4).. The device was evaluated by the service department and the cover for the on/off switch, and the flow knob were replaced. The rfd was cleaned and long term test and system test per the service protocol was performed. (B)(4).